Event description:
It was reported that the patient presented to the clinic for a device implant procedure. During procedure, it was noted that there is high friction between the left ventricular (lv) lead and the guidewire. There is also friction between the lv lead and the catheter. The lv lead and catheter were replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of friction between the lead, guidewire, and the catheter were not confirmed. Final analysis found the complete lead and the catheter used during the procedure were returned for analysis. Visual analysis was normal and s-curve height measured within specification. No anomalies were found.